Manufacturer narrative:
Reportedly there was no patient involvement. It is unknown when the device bent; it was discovered on (B)(6) 2018 device is an instrument and is not implanted/explanted. Initial reporter is a synthes sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while checking the drill guide function on (B)(6) 2018, it was noticed that the drill shaft of a universal drill guide was bent and could not be taken apart for cleaning. No patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 323.26; synthes lot: 4710497; supplier lot: n/a; release to warehouse date: january 30, 2004; expiration date: n/a; manufactured by synthes brandywine. No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Service evaluation: the customer reported the drill shaft was bent and could not be taken apart. The repair technician reported the variable side was flared out and the fixed side was worn. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation flow: damage: visual (appearance not as expected). Visual inspection: the complaint device was returned in a disassembled state (i.e. The 2.0 mm drill sleeve, compression spring and universal head were disassembled from the housing case). Moderate surface wear (scratches, surface finish worn through, etc.) Was observed on the handle, universal head and 2.0 mm drill sleeve. The 2.0 mm drill sleeve appeared to flare (bent radially) at its most distal end. The received condition agrees with the complaint condition; thus, the complaint was confirmed. Document/specification review: the following documents were reviewed as part of this investigation: 2.7 mm universal drill guide, 2.0 mm drill sleeve, 2.7mm univ. Drill guide, universal head, 2.7 mm univ. Drill guide . Dimensional inspection: the following dimensions were deemed relevant to the complaint condition: the outer diameter (od) of the 2.0 mm drill sleeve; the inner diameter (ID) of the universal head. The od of the drill sleeve at the distal end of the device is 2.89 mm +0 mm/-0.05 mm. When the drill sleeve was measured at its most distal end with a micrometer, the od was found to be 2.952 mm. This measurement is outside the design specification. The od was also measured proximal to the region that appeared to be flared-out with a micrometer. The od in this location was found to be 2.883 mm. This measurement is within the design specification, providing quantitative proof that the distal end of the device is flared. The ID of the universal head is 2.91 mm +0.05 mm/-0 mm. When measured with a gage pin, the ID was found to be 2.94 mm. This is within the design specification. As the od of the drill sleeve is greater than the ID of the universal head, there is interference between the components, preventing full assembly of the top-level device. Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal end of the drill sleeve was observed to be bent radially, preventing full assembly of the top-level device. Thus, the complaint is confirmed. Although a definitive root cause could not be identified, it is possible that an oversize object was jammed in the distal end of the drill sleeve, causing radial deformation. No product design or manufacturing issues were identified. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.